Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert (lia) triggered and high right ventricular (rv) lead impedance was observed with oversensing and sensing integrity counter (sic). It was noted the pacing impedance jumped to undefined and both tip to ring and ring to coil impedance increased. In addition, non-sustained ventricular tachycardia episodes were noted, which showed noise/electromagnetic interference on both the atrial and ventricular channels. The patient was brought in and it was confirmed to be a connection issue with the cardiac resynchronization therapy defibrillator (crt-d). The connection was revised and the rv lead and crt-d remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.